Event description:
Boston scientific received information that this implantable defibrillation lead exhibited increased pacing impedance and threshold measurements. Additionally, numerous nonsustained ventricular tachycardia (vt) episodes were noted due to oversensed noise. There was a concern the lead may have dislodged or perforated. Boston scientific technical services (ts) recommended a chest x-ray to assess lead position. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information was received indicating an x-ray was performed and it was determined the lead had dislodged due to twiddler's syndrome. The pocket was reopened and the lead was successfully repositioned. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.